Manufacturer narrative:
FDA UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The first test generated a positive result. The second test, performed on the same day, generated a negative result. The consumer stated that she was symptomatic since she has been experiencing a slight fever. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6)2024. The first test generated a positive result. The second test, performed on the same day, generated a negative result. The consumer stated that she was symptomatic since she has been experiencing a slight fever. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI(B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 206030 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 206030 and device part number 195-430h / lot 201105. The lot met the required release specifications. A review of the complaints reported false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 206030 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample. H3 other text : single use; device discarded.